Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service reapir center indicates that a nozzle has foreign objects., there was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most problem cause of the reported issue nozzle has foreign objects was caused not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.